Event description:
It was reported there was a volume discrepancy with the actual residual volume of 8 ml being greater than the expected residual volume of 4.7 ml; accuracy was within "range". The pt was experiencing a return of symptoms with intermittent spasms that were severe enough to wake the pt at night. They typically lasted a few hours. The hcp planned to monitor the pt. It was noted on (B)(6) 2010 that regarding the volume discrepancy and any troubleshooting; "this continues to occur". Side port aspiration was done confirming patency. The pt's intermittent symptoms continued; the pt was advised to go to the ER if it recurred or with withdrawal symptoms. The pump contained lioresal 2000 mcg/ml. It was later reported on (B)(6) 2010 that there was a possible catheter fracture. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).